Event description:
It was reported that the bd alaris smartsite low sorbing extension set experienced component separation and leakage. The following information was provided by the initial reporter: male pt with gastric adenocarcinoma being treated with chemo in out-pt. Clinic. Nivolumab was infusing when the tubing was noted to be dislodged at the place where the filter attaches to the tubing. There was a spill of the medication onto the floor.

Manufacturer narrative:
The initial reporter also notified the FDA on (B)(6) 2022. Medwatch report # (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of a dislodge of the tubing at the inlet of the filter could not be verified due to the product not being returned for failure investigation. A device history record review for model 20350e, lot number 22029700 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents.